Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product 151640707/lot jw7833 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product 151640707/lot jw7833 combination. H11 additional narrative: added: d10.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after incision was made, the fb insert was found not to be engaged on the tibial tray. A new insert was implanted. This issue was identified via post-op x-ray. The patient was not experiencing any adverse conditions from the primary surgery, but a poly swap was done to ensure the component was properly seated. No surgical delays were incurred. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that after incision was made, the fb insert was found not to be engaged on the tibial tray. A new insert was implanted. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the locking tab of the attune ps fb insrt sz 7 7mm deformed. Additionally, severe deep scratches were observed on the base locking surface and little nicks or pitting patterns were observed on the condyle surface. It is important to mention that the device exhibited signs of being implanted for a period of time. There is no indication that a design or manufacturing issue has caused the reported complaint condition. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as the surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. However, without further information or evidence, a specific root cause remains unknown. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device jw7833 lot number and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the attune ps fb insrt sz 7 7mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device jw7833 lot number and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device jw7833 lot number and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.